Event description:
Rptr wants to know the FDA's position on hbot - hyperbaric oxygen therapy. Many physicians and treatment facilities say it is quackery, others say it is "god's latest gift to medicine."